Event description:
A hospital in (B)(6) reported via our distributor that they noticed a crack in the swivel of an rt235 infant breathing circuit after it was placed on a patient. The circuit was changed and no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint swivel was received and was visually inspected and fitted to a test circuit and pressure tested to check for leakage. Results: visual inspection revealed a 5mm crack on the swivel wye. Scuff marks were also present on the swivel. The pressure test revealed that the swivel with the test circuit was within specification and did not exhibit significant leak. A lot check revealed no other complaints for the lot number provided. Conclusion: all rt235 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. We are unable to determine what has caused the damage to the subject swivel. The user instructions that accompany the rt235 infant breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.